Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that customer received excessive radio frequency pic failed self test alarms. It was reported that insulin delivery was stopped due to alarm. As a result, customer had high ketones. Customer's blood glucose was 8.9 mmol/l. Customer needed follow regarding insulin pump.